Event description:
We were informed that during posterior procedure, the vitrectomy module was malfunctioning. Whenever the foot pedal was pressed, an error message appeared continuously. The surgery could be completed, but the procedure was repeatedly interrupted due to the recurring error.Additionally, when the foot pedal battery reached approximately 60% charge, the pedal powered off unexpectedly. When the pedal was subsequently connected via cable, the system failed to recognize it. To resume the procedure, the user had to restart the system, reinstall the disposable pack, and prime the system again.

Manufacturer narrative:
The complaint is under investigation.In case of a product return, the device will be investigated, otherwise we will review the Device History Record, and/or any log files if available, or try to replicate the problem on similar product. As investigations on the actual product or representative sample of a batch may alter the device, we request to inform us within 7 days after submission of this report, in case the investigations that alter the device should be halted until approval of the NCA, as per article 89 of EU-MDR.